Manufacturer narrative:
The customer reported complaint of autopulse platform system (sn (B)(4)) displayed ua18 (max take-up revolution exceeded) and ua19 (max applied load exceeded) was confirmed during archive data but it could not be replicated during functional test. During visual inspection, unrelated to the customer reported event, the autopulse platform system exhibited front enclosure damage. The front enclosure was replaced to correct this issue. This type of damage is characteristic of normal wear and tear for the life of the device. The autopulse platform system is a reusable device and it was manufactured on 11/07/2012 which is more than 6 years old and it has exceed its service life of 5 years. During functional test, unable to duplicated the customer reported complaint of 'ua18 and ua19 error messages'. The platform operated as intended without the ua18 and ua19 error messages or any other faults. Unrelated to the customer reported event, the autopulse platform failed load cell characterization check, both load cells were replaced to correct this issue. Therefore, this type of damage found during functional test is characteristic of normal wear and tear for the life of the device. Per review of the archive data, multiples faults of ua18 and ua19 error messages were found on 6/05/2019, thus confirming the reported complaint. Additional ua45 was also displayed on 6/5/2019, unrelated to the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Ua19 error message alerts the operator that the load plate has detected too much weight being applied. The ua 19 error message can be cleared by restarting the platform. The autopulse user guide instructs to clear ua45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.

Event description:
It was reported that during morning check, the autopulse platform system displayed ua18 (max take-up revolution exceeded) and ua19 (max applied load exceeded). No patient involvement.